Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead alerted for impedance, high-rate non-sustained episodes, high sensing integrity counter (sic), and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.